Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2015 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The error could not be cleared, and the meter remote could not be paired to a pump to complete investigation. (B)(6).

Event description:
The meter remote was returned for investigation. Investigation revealed an error 1 that prevented the meter remote from pairing with a pump. This report is made based on results of investigation completed on 07/27/2015.